Event description:
The customer reported they were using the device in a training session and allegedly with only the defibrillation electrodes attached but not connected to a simulator, the device inappropriately displayed an analyze message.